Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: there was not injury that occurred. No further medical or surgical treatment was necessary. The broken part has been retrieved from the patient's mouth. This is a follow up report for this additional information. The investigation results for this complaint are a start-x tip ems insert 3 was returned in loose. Returned instrument is broken in the middle active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580, health effect - impact code - 4648, the correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199, this is a follow up report to correct these codes.